Event description:
According to the information received, the sabo sag saw had "some metal pieces chipping off into the part that holds the blade". This was noticed during a procedure. The device was never used on the patient; a readily available alternate device was used to complete the procedure without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
During failure analysis, it was confirmed that it was the link fin that had chipped off. Link fins can chip if high amounts of side load are applied to the blade when in operation.